Event description:
It was reported that a wireless battery module had fluid intrusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of fluid intrusion. Evaluation found corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from service.